Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation found poor image quality (noise is appearing in the image). Based on historical data, it was most likely that the reported malfunction was probably due to damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. However, the root cause cannot be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope exhibited that poor image quality (noise is appearing in the image.) There was no patient involvement.